Event description:
Reportedly, during a follow-up, the impedance value was high and unstable and then, the pacing threshold went up. The physician took the decision to explant and replace the lead because of high pacing threshold.